Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had device unable to power on and screen went black. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was unresponsive, and the screen remains completely black. A field service engineer (fse) swapped the power supply with another machine, but it did not work. The fse then unplugged cables one by one until the device powered on, identifying a potential short from the auxiliary port. After reconnecting each cable individually, no short was found. The machine successfully powered on without any hardware failures, suggesting a loose serial bus cable may have been the cause. The device was turned off and on again, and the customer was able to sign in without further issues. The system functioned as intended after the field service engineer repaired the device.